Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient was hospitalized for elevated blood glucose (bg) over 500 mg/dl with vomiting associated with an alleged inaccurate delivery. It was also reported that the patient¿s vomiting could be from food type reaction from a salad the patient ate the day before the hospitalization. It could not be determined whether or not the patient continued pump therapy. Reportedly, the patient was treated by a healthcare provider during the hospitalization but the type of treatment was unspecified. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. Troubleshooting with customer technical support (cts) could not be completed because the patient was not available therefore the inaccurate delivery allegation could not be confirmed. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention and the pump could not be ruled out as a contributing factor.